Manufacturer narrative:
Concomitant product: product ID 8711, lot # j11492r38, implanted: (B)(6) 2003, explanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported the pump was removed in 2012 (mfg. Report# 3004209178-2015-11826). The healthcare provider (hcp) reportedly mentioned it was ¿going to be very dangerous to remove (catheter).¿ when the system was removed the patient got really sick and ¿almost died.¿ the patient was admitted to the intensive care unit (ICU) with uncontrollable vomiting and pain. The pump was thought to have contained morphine (unknown) at the time of the event, but the reporter was unsure. The patient currently had pain (neck and low back) and was considering re-implantation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.